Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the recently implanted pt had been experiencing "coughing fits." When interrogated, it was noticed that there were "pi events" with power elevations and two low speed operations. The pump was set at 9200 rpm with a low speed setting at 8800 rpm. The history indicated the pump speed was as low as 8000 rpm when indicating low speed operation. The pt's pi is 5.7 and the pt is hemodynamically stable. The log files were reviewed and it indicated a power increase of two watts. The left ventricular end-diastolic diameter (lvedd) is larger in the echocardiogram (echo); however, it is able to unload with increased speed. The pt was on aspirin (asa) but no coumadin due to concerns with chest tube drainage. Argatroban was started. Additional information was submitted to the MFR indicating that the pt expired from sepsis. The pt never left the intensive care unit (ICU) after implant.